Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced oozing and pain at the peg stoma and was treated with unknown antibiotics for 12-14 days. The event improved, then the symptoms started again. The doctor referred them to the emergency room. Tests and a CT scan were performed, they told him that the tube was not obstructed and they prescribed morphine syrup and patches for pain. It was reported that the tube cannot be changed since the saucer was buried. The doctor informed the patient's daughter that the only options, depending on the patient's situation, are: a surgical intervention to remove the buried peg/j and leave a nutrition tube in place, with the risk of the patient not making it past the operating room; or, continuing to use the j tube for the duodopa and the peg tube to administer nutrition and oral medication. The daughter decided to continue to use the peg as long as it was permeable.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.